Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings: investigation revealed a damaged battery cap; the cap top slot was worn and was unable to tighten. A test cap was used to perform testing. Unrelated to this issue, the bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/29/2016. Investigation revealed a damaged battery cap.